Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed during a follow-up. The atrial lead was capped due to oversensing and chronic noise during the generator change out. The patient was stable pre and post procedure.